Event description:
It was further reported that the patient received an atrial lead and device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient began aspirating blood during the procedure right before putting the atrial lead in, pressures dropped and anesthesia had to intubate. Patients pressure dropped and we had no pulse, cardiopulmonary resuscitation (CPR) was started until a pulse was found. It was decided by anesthesia to abandon the procedure. The existing rv and lv leads that we put in before the patient coded were capped and pocket was closed. The procedure will be done at a later date when the patient is more stable. No further patient complications have been reported as a result of this event.